Event description:
Sorin group USA received a report of fluid leaking from the top of the oxygenator during priming. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group USA received a report of fluid leaking from the top of the oxygenator during priming. The oxygenator was returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. Although this event does not meet the sorin group reportability criteria, a message was received from the perfusionist indicating that they believe this is a potential pt issue. This medwatch is being filed as a result of this allegation.